Event description:
The customer reported a ventilator gave a 1127 error code indicating a over voltage protection (ovp). Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the motor controller (mc) printed circuit board assembly (pcba) and the power management (pm) and provided the part identification number. Further information regarding the repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
H11: the customer reported a ventilator gave a 1127 error code indicating a over voltage protection (ovp) during device set up. H10: the customer reported the device issue was found during set-up. There was no patient or user harm reported. There was no delay to patient therapy reported. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
H10: the rse advised the customer that they may need to replace the motor controller (mc) printed circuit board assembly (pcba) and the power management (pm) and provided the part identification number. The rse has reported that the unit is still pending repair. The repair for this unit cannot be conducted at this time due to the parts being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered motor controller (mc) printed circuit board assembly (pcba) and the power management (pm) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: the field service engineer (fse) confirmed that the device is not able to obtain accurate data on screen. Motor controller (mc) board serial number was not recognized by system. The fse replaced the data aquation board (da) to mc cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.